Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming on the insulin pump was correct. Reviewed the alarm history and found several error alarms. It was stated that the customer did not try to change the infusion set to solve the issue. Advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.